Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. Unit received with high sleep current and unexpected battery power loss due to corroded battery tube. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will return for analysis.